Event description:
Incisional dehiscence with ultimately explant of the device due to hardware exposure on the right second toe. Dr. (B)(6) stated the k-wire was removed at two weeks and about 3 days after it was removed, the incision dehisced.

Manufacturer narrative:
The device history record for this lot was reviewed and no issues were identified. Dr. (B)(6) stated when the incision dehisced, the patient was placed on antibiotics and due to the size of the implant and without soft tissue coverage, dr. (B)(6) explanted the exotoe implant and grafted the skin to heal. Dr. (B)(6) believes the hardware was right underneath the skin and there was probably poor tendon coverage over the implant which led to direct dehiscence. Another reason he stated would be that this implant requires a significant increased amount of dissection compared to most hammertoe procedures and that the skin was stretched too much.